Event description:
It was reported that this pacemaker exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Programming changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.